Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2012-03751. It was reported that during a stenting treatment procedure, a vessel dissection occurred. The procedure treated the target lesion located in the badly diseased mid right coronary artery. Pre-dilation was performed with an unspecified apex balloon. Next a 3.5x24mm promus element plus stent was advanced for treatment but was not able to cross the lesion. A vessel dissection was noted at that point in the procedure, but it is unknown when the vessel dissection occurred. The dissection was treated with angioplasty and stenting. Seven non-bsc stents were subsequently placed in the vessel, mainly due to the disease state. No further patient complications were reported and the patient status is fine.